Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a conflicting result. Additional information received 11may2022 from customer stated that there was no allegation of a product malfunction.

Event description:
The user reported conflicting result with the binaxnow covid self test performed on (B)(6) 2021. The user states they performed a rapid test which was purchased from the pharmacy (unknown manufacture) an received positive results. The user then performed a binaxnow covid self test which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.